Event description:
It was reported that during a mapping in the right atrium, atypical flutter procedure while using carto 3 rmt system, error 278 appeared. The mapping was almost completed. Rf energy was already applied on the patient. Until then everything was running without problems. When the physician moved the vectors in stx navigant (mapping modus in carto) the ic signals (cs) on the carto disappeared, but on ep system (biotronik pruka) were still visible. A few seconds later the carto3 software crashed and the users had to reboot the piu / ws to continue the study. Some troubleshooting was performed, however the system crashed again. The case had to be continued with a navix system. The prolongation of the case was over 1 hour. The patient was sent to ICU for monitoring as it was a protocol for that hospital that for every prolonged case the patient will be sent to ICU for monitoring.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during mapping in the right atrium, while using carto 3 rmt system, error 278 appeared. Some troubleshooting was performed, however it resulted in the prolongation of the case was over 1 hour. The patient was sent to ICU for monitoring as it was a protocol for that hospital that for every prolonged case the patient will be sent to ICU for monitoring. The system was evaluated. During troubleshooting it was found that the patch unit was defective. Therefore the patch unit was replaced. The system functioned properly since then. In addition, the device history review was performed. No anomalies were noted in manufacturing or service of this device.